Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient experienced breast implant rupture bilaterally complicated by granuloma formation in the left axilla region confirmed by MRI. It was also reported that the patient has developed capsular contracture in both breasts (bg - unk). As a result, the patient underwent implants explantation on (B)(6) 2021. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2021. - clinical code capsular contracture has been added to field h6 reason for device explant and/or reoperation: left rupture, granuloma, and capsular contracture; baker grade unknown on (B)(6) 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent primary breast augmentation with mentor medical devices (sx mpp gel 250cc, date of implant (B)(6) 2016) and experienced breast implant rupture on the left side complicated by granulomas in the left axilla regions confirmed via MRI. At this time, mentor has received no information regarding explantation or an expected explantation date.